Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted on medical judgement and was returned to the manufacturer. Analysis was performed in the lab and the lead tested out of specification. No patient complications have been reported as a result of this event.